Manufacturer narrative:
The customer reported problem was not confirmed. The device was tested, passed all required testing and specifications, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer stated that there was no patient involvement.

Event description:
It was reported that the device fails downstream pressure test. No additional information was provided. There was no patient involvement.